Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During treatment, the thermogard console (sn (B)(4)) powered off. The console screen displayed a "please contact the service" message. Another console was used to continue the treatment. No consequences or impact to patient.

Manufacturer narrative:
The thermogard console (sn (B)(6) was evaluated by zoll service at the customer site. The reported complaint of the "thermogard console powered off" was confirmed during the functional testing and event log review. The root cause for the reported complaint was due to a defective power supply likely due to a defective component, as the power supply was replaced in 2019. During visual inspection, there was no physical damage observed on the thermogard console. The thermogard xp ivtm system failed functional testing due to mid:01 (post watchdog) error message, power failure during the test, thus confirming the customer reported complaint. Following further investigation, the root cause of the mid:01 error message was determined to be due to the defective power supply, which was replaced to remedy the fault. In addition, unrelated to the reported complaint, the power cable was replaced as customer supplied cable did not fit correctly. The event log review showed the occurrence of a mid:01 error message on the reported complaint date, thus confirming the customer reported complaint. Following the repair, the thermogard console was tested for 36 hours and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard system with sn (B)(6).